Event description:
Caller reported a minimum fill notification with no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Initially, the caller attempted to reload a cartridge with 80 units or more remaining but was unsuccessful. Technical support instructed the caller to clean the pneumatic tap area and guided them through filling and loading a new cartridge. After loading a second cartridge, the issue was resolved, and the customer was able to resume insulin delivery successfully.